Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688, lead, implanted: (B)(4) 2013; 6725 accessory implanted: (B)(4) 2013; 5076-58 lead implanted: (B)(4) 2010. (B)(4).

Event description:
It was reported that the patient had a systemic infection and vegetation was observed on the leads. The source of the infection was reported to be unknown. The device and leads were removed and no further patient complications have been reported as a result of this event.